Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided a guide wire and an introducer needle. The guide wire was kinked at 8 and 17 mm from the distal weld. No other defects were observed and the device met dimensional specifications. No defects or anomalies were observed with the needle. The guide wire was inserted into the introducer needle and resistance was encountered only when the kinked sections entered the needle. A review of manufacturing records did not yield any relevant findings. Operational context appears to have caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the ICU, difficulty was met when trying to pass the guide wire through the insertion needle. The user was unable to remove the guide wire and as a result both the guide wire and needle were removed together and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.